Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged. The lead was explanted and replaced however the placement difficulties were encountered and the helix of the new right atrial (ra) lead would not engage properly with the body tissue. When removed from the body it was noted the helix was extended. It was further noted that the stylet would not advance into the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was received with distortion and fracture of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times. If information is provided in the future, a supplemental report will be issued.